Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was received and evaluated. The photo depicted a portion of a single loose 1 ml ll syringe. The zero line and the entire scale was observed to be shifted up the barrel. There was potentially some skew to the scale observed with some missing print visible between 4.0 and 8.0 ml markings. The entire syringe is needed to be visible for a thorough evaluation and investigation. No additional details were provided regarding the missing information. No physical sample was received for investigation purposes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: confirmed: bd was able to confirm the customer's indicated failure mode with the photo provided. Root cause description: the scale marking issues observed, including missing print and potential skew, are possibly all related to the high zero line defect observed if there was an issue during the marking process. However, with only a portion of the syringe visible and only one photo provided, it is not possible to properly investigate this issue. There is insufficient information for a meaningful investigation at this time. Either a physical sample is necessary or additional photos that show the entirety of the syringe sample. Based on the available evidence at this time, root cause could not be determined. Rationale: corrective actions could not be assessed without a potential root cause.

Event description:
It was reported that the bd syringe luer-lok¿ tip contained a "significant gap" from the bottom of the syringe to the first scale interval. The following information was provided by the initial reporter: "syringe no. 309628 contains a significant gap from bottom of syringe to first measuring interval."